Manufacturer narrative:
The specimens were collected in sarstedt sst tubes. Qc was performed before and after the event and results were within specifications. A field service engineer (fse) recommended customer to flush the reagent lines. The fse followed-up with customer, and as of (B)(6) 2010 the instrument is performing to the customer's satisfaction. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high creatinine results generated by the unicel dxc 800 pro synchron clinical systems on two samples. The initial results were 451 and 400umol/l. Customer re-tested both samples and lower creatinine results were generated. The erroneous results were not reported out of the lab. Patient treatment was not affected.